Manufacturer narrative:
Device is a combination product.

Event description:
Imperial study. It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5.85 mm and distal vessel diameter of 5.85 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 60mm study stent. Following post-dilatation, residual stenosis was 10%. On (B)(6) 2019, the patient was diagnosed with in-stent restenosis of the sfa. No action was taken in response to the event. Additional information reported that tvr was performed in response to this event on (B)(6) 2019.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5.85 mm and distal vessel diameter of 5.85 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 60mm study stent. Following post-dilatation, residual stenosis was 10%. On (B)(6) 2019, the patient was diagnosed with in-stent restenosis of the sfa. No action was taken in response to the event.

Manufacturer narrative:
Device is a combination product.

Event description:
Imperial study . It was reported that in-stent restenosis occurred. The patient was enrolled in the imperial study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis and was 35 mm long with a proximal reference vessel diameter of 5.85 mm and distal vessel diameter of 5.85 mm and was classified as tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a 6 mm x 60mm study stent. Following post-dilatation, residual stenosis was 10%. On (B)(6) 2019, the patient was diagnosed with in-stent restenosis of the sfa. No action was taken in response to the event. Additional information reported that tvr was performed in response to this event on (B)(6) 2019. Additional information reported that on (B)(6) 2019, the patient had visited for the 24 month follow up and dus was performed which revealed 50-70% isr of the study stent deployed in the proximal popliteal artery. The patient was recommended for intervention on a later date. On (B)(6) 2019, angiography was performed which revealed 77% stenosis in the left mid-sfa. In the left proximal artery there was a stent malformation and 86.3% isr of the study stent. Per ivus, the calcific lesion in the left popliteal artery stent was noted to cause stent malformation and some intimal hyperplasia, creating the 86.3% stenosis. On (B)(6) 2019, 777 days post procedure, the stenosis in the left mid sfa and left proximal popliteal artery was treated by performing lithotripsy pta. Post treatment the residual stenosis of the left sfa was noted to be 20% and popliteal artery was noted to be 40%. The event was considered resolved on the same day.